Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed evidence of unexplained reboots on (B)(6) 2014. A battery compartment crack was observed; however the returned battery cap was able to fully tighten on to the pump. The battery compartment dimensions were within specifications. The pump powered on intermittently; evidence of debris on the battery connection terminal. The pump was able to be exercised for 24 hours with no power loss or alarms. The pump cover was opened and no internal defect was found.